Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges insulin leaked out of the cannula and self-adhesive is wet. No adverse event reported. Requested return of the alleged device for evaluation.

Manufacturer narrative:
The customer returned one used cannula, lot 1223241, and no deviations were found. The customer also returned one unused cannula, lot 1223241, and the investigation results show the cannula housing guide needle septum is leaky.